Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/17/2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement. The manufacturer¿s service engineer (se) confirmed the reported touch screen failure issue. The manufacturer¿s service engineer (se) performed operational check then confirmed the touched position was misaligned so the touch screen was calibrated but the phenomenon was not improved. Therefore, the touch screen which caused the phenomenon was replaced.

Manufacturer narrative:
G4: 24mar2020. B4: 25mar2020. Touchscreen assembly was returned to failure investigation for evaluation. The visual inspection of this touch screen did not reveal any signs of damage or contamination. This customer returned touch screen was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.